Event description:
A customer site in (B)(6) filed a complaint alleging that discrepant results were generated for three samples when using the cobas ampliprep / cobas taqman (cap/ctm) hcv test (v1) and cobas ampliprep / cobas taqman hcv test, version 2. The titers generated were significantly higher with the v1 test. All samples were tested on (B)(6)2013. No patient information was provided for any of the samples. This report will address the results obtained for sample (B)(4) using the cap/ctm hcv test (version 2). MDR 2243471-2013-00024 will address the results obtained for sample (B)(4) using the cap/ctm hcv test (v1).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. The associated us product code is 05480442190 p060030/27. (B)(4).

Manufacturer narrative:
Date additional information was received by manufacturer (05-sep-2013). Follow up report 1. Additional evaluation / device evaluation. Device evaluated by manufacturer: yes. (B)(4). A customer from (B)(6) alleged result discrepancies for patient (B)(6) between the cobas ampliprep/cobas taqman (B)(6) test ("v1.0") and the cobas ampliprep/cobas taqman (B)(6) test, v2.0. The log10 difference in titers for this patient sample between the two assays was 0.83log10, with the "v1.0" test generating a high titer compared to the v2.0 test. Review of the v2.0 product labeling indicated that some (B)(6) genotypes generated higher titers with the "v1.0" test versus the v2.0 of the assay. Investigative testing of the v2.0 retain kit generated acceptable results; results met specifications and there was no indication of a product non-conformance. The root cause for the result discrepancies could not identified as the problematic patient sample was not returned for additional investigation. This report addresses the result obtained for (B)(6) using the cobas ampliprep/cobas taqman (B)(6) test, v2.0. The 224371-2013-00024 f1 addresses the result obtained for (B)(6) using the cobas ampliprep/cobas taqman (B)(6) test ("v1.0"). (B)(4).